Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/18/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with an infection which occurred an unspecified number of days after the sensor had been inserted in the right arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed pain and a hard lump at the needle puncture site. The patient consulted a physician and had an incision and drainage to relieve the abscess. The hcp prescribed an unspecified topical cream and oral antibiotic medication (cefadroxil 500 mg, twice per day for 5 days); and advised the patient to cleanse the area with dial anti-bacterial soap and to apply a warm compress. On (B)(6) 2023, the patient followed with his doctor and was diagnosed with a skin condition called folliculitis. At the time of the report, the spouse stated the wound had already healed and the patient was doing well. No additional event or patient information is available.